Manufacturer narrative:
The insulin pump was received intermittent button response due to lcd unlock keypad connector. We were unable to perform basic occlusion test, occlusion, prime and excessive no delivery due to intermittent button response. The insulin pump was received with scratched lcd window, cracked reservoir tube lip and scratched case. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the act button is not working. The customer stated the scroll bar is not moving up or down. After troubleshooting, the act button is still not responding. The customer's blood glucose was 137mg/dl.